Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed alert 38 indicating a consecutive motor stall, consistent with a failure to infuse related to the motor component; the user restarted the pump, completed a successful dry run with guidance, and was advised to perform a supply change while using prefilled cartridges, with blood glucose not impacted. Symptoms included insufficient clinical information. Outcomes included insufficient information regarding patient impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related issue was identified, with the problem consistent with a failure to infuse attributable to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.